Event description:
Healthcare professional reported left-side, "breakage was found in the te expansion and replaced with imp." Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breakage was found in the te expansion and replaced with imp."